Event description:
A hemodialysis user facility has reported that on the pt's second treatment, the pt complained of new onset shortness of breath and chest heaviness. The pt reported these feelings to the staff upon experiencing these symptoms again as the pt experienced the same feelings on (B)(6) 2012. During this event, the pt's vital signs remained stable at the onset of the symptoms and complaints from the pt, with a blood pressure of 150/86 and a pulse of 98; which is virtually unchanged from the start of hemodialysis vital signs to include a blood pressure of 152/95 and a pulse of 97. O2 saturation 94% on room air, lung sounds were clear to auscultation. Md was notified and IV benadryl, 25 mg given with no relief. This treatment was terminated early and the pt's blood was rinsed back. There was no ultrafiltration ordered for this treatment. The pt refused transportation to the ER and was discharged home in stable condition. There is no sample available for evaluation.